Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an alert 38 indicating a motor stall on the ilet pump, after which a dry run was performed successfully and a full supply change with new connector and cartridge was completed successfully. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included guided troubleshooting, a successful motor dry run, and replacement of disposable components. Investigation of this case revealed that the device functioned as intended following troubleshooting and supply replacement, indicating a transient motor stall alert without recurrence and no confirmed device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to reproduce the issue after corrective steps. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.